Event description:
The customer reported tooth loss on upper arch while wearing the aligners. Medical intervention was required, and an extraction and bone graft was performed. The customer does not specified the number of the tooth. Treatment plan was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth loss.